Manufacturer narrative:
The field service representative (fsr) verified the fio2 was erratic. He replaced the epgs. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the epgs to a lab use only (luo) power supply and luo central control monitor (ccm). The pst observed the ccm readings to drift and be lower than the external oxygen (o2) sensor readings. The printed circuit (pc) board was removed from the epgs and a luo pc board was installed. The epgs passed release/verification testing. It was determined that the epgs pc board was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) reading was not accurate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.